Manufacturer narrative:
B5: upon additional information, extracorporeal blood was returned then the set was replaced. H10: the device was received for evaluation contaminated with blood. After disinfection, visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing of the dialysate side was performed, and no leak was observed. Additionally, a leak testing of the blood side was performed, and no leak could be found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the header cap on the arterial side of a polyflux 140h set 120 minutes into hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.